Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. Initial operatives demonstrated that the patient had left hip tha due to severe osteoarthritis. The cup was implanted with 40 degrees of horizontal abduction and 20 degrees of anteversion. Stem was inserted in approximately 15 degrees of anteversion. A high wall liner was attempted to be placed. However, the liner won¿t seat despite multiple attempts. A neutral liner was implanted instead. Product was returned and evaluated. Visual inspection found multiple forms of damage. Multiple gouges were observed on the rim and sidewall of the liner. Two scratches were noted on the outer radius. Five rectangular indentations were observed around an approximately 90 degree sector of the barb. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip arthroplasty, the liner would not assemble with the cup. The surgery was completed with a second liner. Operative notes stated the estimate blood loss was 700cc. Attempts have been made and additional information on the reported event is unavailable at this time.